Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during an arthroscopy, the versajet exact assy, 15 degree x 14mm device was found to be leaking. The procedure was cancelled. Patient was not injured as consequence of this problem.

Manufacturer narrative:
The device was returned for evaluation. A visual and functional assessment was performed. No issues were noted, there was no obstruction at the distal output opening. The device primed, leaking was observed from the pump interface chamber of the test console. The probable cause was established to be a result of human factors, a component was found to be missing. A documentation review was performed. Batch record review revealed no contributory factors, records detail the batch met the required specifications prior to release into distribution. The instruction for use, IFU provides adequate support regarding excessive spray and spattering, which may be described as leaks. Complaint history records detail no further events or complaints from this batch. Corrective actions, there are no open nor closed escalation actions within scope and none considered. The risk management documentation anticipates the event, the risk rating in the risk file is not impacted and acceptable. This complaint is deemed isolated in scope, and is anticipated, with no adverse trends observed, no corrective actions are deemed necessary.